Manufacturer narrative:
Most probably frequent overload or rough handling (e.g. Because of collisions) led to the breakage. The breakage was possibly promoted by a not optimally executed weld joint. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturer is awaiting return of device in order to perform investigations. Reason for break at the moment unclear. Usually more frequent overloading or rough handling lead to breakages. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4). During surgery, the fixture (#1002.65a0) to adjust the head rest to the or table broke. No injury was reported to maquet. (B)(4).